Event description:
As reported, during an endovascular procedure to treat a severely calcified and stenosed lesion in the left superficial femoral artery, a cxi support catheter separated. Contralateral access was obtained in the right femoral artery. The stenosed left superficial femoral artery was crossed with another manufacturer¿s 0.014-inch wire guide. The complaint device was advanced with mild resistance, successfully crossing the lesion; however, upon removal of the catheter, catheter fracture was noted with fluoroscopy. Per the physician, given the severely calcified nature of the lesion, there was no marked difference in resistance felt while crossing the lesion and during catheter withdrawal. A power injector was not used. Reportedly, the fractured segment remained on the guidewire and retrieval was verified. After the fragment was retrieved, another cxi catheter of a different size was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.